Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusors underinfused while in use on a patient. This was identified while administering flucloxacillin infusions to a patient. The customer also reported that these "devices are not remaining horizontal for most of the infusions and the patient states they are mobile now". There was no report of patient injury or medical intervention associated with this event. No additional information is available.